Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 1/31/2023 h6 component code: c22 - photo analysis additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the needle is the seal area it was received one open sample that pertains to product code m8805. During the visual inspection of the overwrap packet, it was noted that the needle is outside the straight folder and on the seal area. This caused the suture cannot to be removed from the packet. In addition, the seal area was examined under 20x magnification, and the integrity of the packet was not compromised. Based on the information currently available, suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: photo shows needle out of its package. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: was the sterility of the device compromised?=>no further information is available. When the device is returned, we will observe the package. Please describe the sterile packaging: =>no further information is available. Are there any tears/holes in the sterile packaging? =>no further information is available. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>we regularly contact with sales rep about the device returning. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery procedure on (B)(6) 2022 and a suture was used. Before opening the package, it was found that the needle came out from the paper folder and a part of the needle was sealed at the heat seal area. The package is not damaged and there is no hole. However, it would be caused by manufacturing process. Other products in the box were used. There were no adverse consequences to the patient. Additional information was requested.